Event description:
Consumer reports toothbrush head breakage. This is reported as a malfunction with the potential to cause serious injury. No injury occurred.

Manufacturer narrative:
The consumer discarded the product; therefore, we are unable to determine the exact product that was used. (B)(4).